Manufacturer narrative:
On august 28, 2020 mentor became aware that it erroneously submitted the incorrect value in g4 with the initial report submitted on that same date. The correct value is august 26, 2020. This is the date when mentor received supplemental information for psr ip-00083995. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 6464615, and no non-conformance related to the reported complaint were identified. During the visual evaluation, the device was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/ or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with a 225cc mentor gel implant. Now this patient presents with capsular contracture; baker grade iii. As a result, a device was replaced with a 225cc mentor memorygel breast implant was performed on (B)(6) 2017. This report contains supplemental information for mentor psr reference number (B)(4).